Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The x-stage cover needed to be repaired and re-installed. The part was not replaced but the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry was thumping when it was closing. There was no patient present.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
Additional information: initial reporter provided. If information is provided in the future, a supplemental report will be issued.